Event description:
The bronchovideoscope was returned to the service center with a report of image problems. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device displayed no image due to corrosion on the video plug and additionally, due to damage to the charged coupled device (ccd) unit, the image was not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stress and or degradation problem resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.